Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted on unknown date with one olecranon plate and unknown quantity of unknown screws. Surgery for removal of all hardware occurred on (B)(6) 2016 due to non-union. The patient was revised to wiring. There was no delay in surgery and patient status is unknown. The surgery was completed successfully with no needed additional medical intervention. This report is for an unknown quantity of unknown screws. This is report 1 of 2 for com-(B)(4),